Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during bolus delivery. The customer did not know blood glucose level at the time of the reported event; however, there was no reported impact to the customer's blood glucose level. It was confirmed that the customer had a backup pump available for alternate insulin therapy.